Event description:
It was reported that the patient received multiple inappropriate shock therapies due to the right ventricular lead noise. The lead also inhibited pacing. The patient was pacemaker dependent and programming changes were made. The lead was capped and replaced on (B)(6) 2017. The patient was stable before, during and after the procedure.